Event description:
It was reported that this pacemaker was found to have reverted to safety mode status. The device was subsequently was explanted and replaced. No additional adverse patient effects were reported.